Manufacturer narrative:
This report is submitted on april 20, 2017.

Event description:
Per the patient's audiologist, the patient underwent three revision surgeries due to a breakdown of the skin at the incision line. The first occurred on (B)(6) 2016, the second on (B)(6) 2016, and the third on (B)(6) 2016. The implanted device remains insitu.